Manufacturer narrative:
The following product has been added to the report: product ID: 97791, product type: accessory; product ID: 3888, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis found no anomaly with the lead. Additionally, analysis found the anchor migrated and the anchor was covering the #3 electrode sleeve when received for analysis. No electrical testing of the #3 circuit was possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3888, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulator. It was reported that the lead was unpacked and brought into position. After placement, the impedance measurement was done and the lead showed high impedance on electrode 3. Disconnecting, cleaning, reconnecting, and using a higher amplitude while testing was done as troubleshooting, but was not successful. The lead was replaced with a new lead of the same model and no problems were encountered after that. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. The issue occurred during an implant procedure. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the lot number of the lead was either va1fgsg or va1g77t. It was unclear and the rep was unable to find out.